Event description:
During the operation, blocker and the connector had been torqued 3nm with the torque wrench according to the surgeon. Because the pt felt something in their back after operation and x-ray showed the blockers had backed out. Revision surgery was required.